Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7mynxgrip for vascular closure, the tip could not follow the vessel. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
Updated cc due to receipt of product evaluation on (B)(6) 2019. During use of a 6-7f mynxgrip device for vascular closure (vcd), the tip could not follow the vessel. There was no patient injury. Multiple attempts to obtain additional information were made without success a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged to the handle. The procedural sheath was not returned for investigation. The sealant was found inside the shuttle cartridge. The catheter was inspected for anomalies. It was noted that the balloon¿s distal tip was severely inverted and the core wire was curved as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1807301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device. The root cause of the issue reported by the customer and the inverted tip could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, the cause of the reported event could not be determined. However, any difficulty being inserted into the sheath may have been attributed to the condition of the patient¿s access vessel (although not provided) or the condition of the sheath (although not returned) since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. The device also showed signs of excessive force applied to the balloon since the balloon tip was severely inverted and the core wire was curved. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7 mynxgrip device for vascular closure (vcd), the tip could not follow the vessel. There was no patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1807301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.